Event description:
It was reported through a journal article that four patients developed pulmonary embolism within 30 (thirty) days following total hip arthroplasty performed for acute acetabular fractures. All patients returned to the same level of function as prior to injury. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3: year published 2025 g2: foreign - event occurred in australia. G2: literature - ramasamy, b., abrahams, j. M., bunting, a. C., costi, k., clothier, r. J., solomon, l. B., & callary, s. A. (2025). Total hip arthroplasty for acute acetabular fractures through the replace-in-situ philosophy. The bone & joint journal, 107-b(8), 784-792. Https://doi.org/10.1302/0301-620x.107b8.bjj-2024-1232.r1. H6: proposed component code : mechanical (g04) - head. The reported event could not be confirmed due to lack of information. Unable to perform a compatibility check. The device history record was not reviewed as part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Root cause has been identified as unrelated to the device. Root cause has been identified as unrelated to the device. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. Any time an embolism or thrombus forms it can be presumed that medical intervention is necessary to preclude harm. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.